Event description:
Information received indicates the foot end brake casters are not locking into brake.

Manufacturer narrative:
The technician found the brake/steer linkage was broken. The technician installed a brake/steer upgrade to repair the stretcher.